Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3, h6): manufacturing representative went to the site to test the system, customer reported images with visible artifact. Performed gain calibrations, which resolved the artifact issue and improved image cl arity. Conducted image quality testing, image quality appeared satisfactory. Completed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905; product ID: bi71000134. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was experiencing an artifact in their spins, which was likely due to a tube misalignment. Their first spin from the spine smart dose had the artifact but when they took an hd spin, it was able to clean up the image artifact. The site was able to continue with the procedure using the hs spin. This was occurred intra operatively. There was a patient present. No additional information was provided. Add info received: caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.